Manufacturer narrative:
H4: the lot was manufactured between january 19, 2023 and january 20, 2023. H10: the device was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and a leak was observed at the port 2 spike port bonding area of the returned sample. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.